Event description:
Possible defective thermistor. Swan-ganz catheter inserted in preparation for open heart surgery. In the cardiovascular intensive care unit (cvicu) it was noted that the temperature reading indicated a temp of 105 degrees f. Nurse tried recalibrating machines (ge monitor), patient repositioned. This did not change the readout. There was no known difficulty in inserting the device and it worked while in the or.====================== health professional's impression======================possible defective thermistor on catheter.====================== manufacturer response for continuous cardiac output monitoring device, swan ganz cco======================they will be picking up the catheter this week for inspection.